Event description:
Per the clinic, the patient experienced lack of benefit from the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2013, and the patient was implanted with a new device in the contralateral ear during the same surgery. It was reported during explant surgery that the patient had a chronic infection at implant site. Awaiting reimplantation until infection is resolved.

Manufacturer narrative:
This report is filed on october 9, 2013.